Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: hyperion 6 fr spb 3.5. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and heavily calcified mid left anterior descending artery (lad) that was 100% stenosed. Pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon dilatation catheter (bdc). An attempt was then made to advance a 2.50 x 18 mm xience sierra stent delivery system (sds); however, it failed to cross the lesion due to the anatomy. Additionally, there was difficulty in removing the device due to the anatomy. The device was removed independently, and a non-abbott drug-eluting balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.